Event description:
I had the essure birth control inserted into my tubes to prevent pregnancy. After having this done, I have had non-stop migraines that go on to 40 days everyday. Then they will stop for a week and start again. My doctors cannot control the migraines. I have to miss work and I am in bed for days. Also, I have severe depression at that time I feel hopeless. I want essure removed. But, I do not have the money to do it.